Manufacturer narrative:
Investigation including root cause analysis in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the scissor tip detached from the pneumatic handpiece causing a hole in the nasal area of the retina which was reportedly repaired during the same procedure. The tip did not make contact with the macula or optic nerve. Additional information was requested but none has been received to date.